Event description:
A female patient with cirrhosis of the liver underwent a tipps procedure on (B)(6) 2013. The physician used obturator out of rosch-uchida transjugular live access set without the catheter and got caught in the introducer - he used force to free up the obturator and top part of introducer got ripped off - physician himself acknowledged user fault. Top part of introducer had to be retrieved in separate procedure. Representative is going to send this top part back, rest of introducer system got disposed by customer. Additional information received (B)(6) 2013: he handled the device outside of the IFU indications. The IFU says metal sheath and catheter together. The sheath was broken and the end of the sheath stayed in the patient so the vascular surgeon must come to open the patient and bring out the rest of the sheath. Top part of introducer had to be retrieved in separate procedure by vascular surgeon and a new tips try...the complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.